Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to emergency room after experiencing syncope episodes. The physician placed the patient on a holter monitor and noted asystole for 8 seconds. The pulse generator was explanted and replace.